Event description:
It was reported that the patient experienced a tremor. The lead exhibited high threshold and decreased sensing. A chest x-ray revealed a perforation. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.